Manufacturer narrative:
Product analysis:the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead helix failed to extend with an appropriate number of turns at implant. The issue was visualized on fluoroscopy as well as out of the patient's body. An alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.